Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the override grouping in the settings was deleted after putting in and out of service. The technical support specialist (tss) dialed into the server, applied hotfix from the knowledge article "unable to reassign override group to a device" to identify the missing override group. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the override group settings were deleted after the device was placed in and out of service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.